Manufacturer narrative:
(B)(4). Date sent: 5/23/2023. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with an gst60g reload loaded on the device. The reload was received partially fired 1/16. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number: 191c34, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # x96f6e. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what color cartridge used? Was there any unusual noise during firing? Approximately how far did the device cut and/or staple? What troubleshooting step were taken in attempt to open the device? How was the device able to be remove from tissue? How was the procedure completed? Was there any pre-operative radiation/chemotherapy? What was the indications for surgery? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an ileoanal coelio anastomosis, the device got jammed at the third reload. The surgeon had to change his approach from laparoscopy to open surgery. Use of another device to complete the procedure. Prolonged intervention and hospital stay.

Manufacturer narrative:
(B)(4). Date sent: 3/9/2023. Additional information: the device did not open after the stapling. Device use with gst60g. Additional information was requested, and the following was obtained: what color cartridge used? As I have already reported it was green I even gave the exact reference. Was there any unusual noise during firing? I don't remember but the stapling stopped before it was finished and the device jammed, that was when using a third reload. Approximately how far did the device cut and/or staple? I would say 3/4 what troubleshooting step were taken in attempt to open the device? The surgeon made the manipulations planned in case of failure, he pulled the tab located on the top of the device. How was the device able to be remove from tissue? Following the emergency opening of the device, he was able to remove the device normally. Was there any pre-operative radiation/chemotherapy? No what was the indications for surgery? Ulcerative colitis.